Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported an alarm #7: blood leak? (Centrifuge chamber) occurred during the treatment. The customer reported there was a fine spray of blood in the centrifuge chamber. The customer stated the leak appeared to be coming from the drive tube. The customer aborted the ecp treatment and returned 50mls of blood from the return bag and 60mls from the treatment bag to the patient. The customer reported the patient was in stable condition. The kit return was requested; however, the customer had discarded the kit. No product was returned for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m350 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot m350 shows no trends. Trends were reviewed for complaint categories, drive tube leak/break and alarm #7: blood leak? (Centrifuge chamber). No trends were detected for these complaint categories. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4) (B)(6) 07 mar 2024.